Event description:
A report was received that a pt had an infection at the pocket site. The pt was experiencing a fever, as well as fluid discharge and pus at the pocket site. The devices were explanted. The pt was prescribed antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were kept by the medical facility.